Event description:
The customer reported false non-reactive alinity I hiv ag/ab combo and provided the following data for 1 patient: (= 1.0 s/co is reactive). Sid (B)(6) processed on (B)(6) 2024, abbott alinity I hiv ag/ab combo result = 0.09 repeated the next day (B)(6) 2024 result = 0.10 s/co. Colloidal gold = negative. Orienter and autobio chemiluminescence methods both positive. Additional information 27june2024 cdc result was negative there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section d4 expiration date was updated to 03/25/2024 from 03/25/2025. UDI updated to (B)(4)the reagent was expired at the time of use. Updated b5 describe event or problem with additional information 27june2024 cdc result was negative.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false non-reactive alinity I hiv ag/ab combo and provided the following data for 1 patient: (= 1.0 s/co is reactive) sid (B)(6) processed on (B)(6) 2024, abbott alinity I hiv ag/ab combo result = 0.09 repeated the next day (B)(6) 2024 result = 0.10 s/co colloidal gold = negative orienter and autobio chemiluminescence methods both positive there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false nonreactive alinity I hiv ag/ab combo results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. The reagent lot used for testing was more than 2 months expired: lot 54550be00, expired 25-mar-2024.two other chemiluminescence testing platforms were both positive (orienter and autobio), colloidal gold test result was negative. Also, cdc result was negative. File kit testing could not be performed as the reagent lot was expired when testing was performed. The ticket search by lot indicates that the complaint reagent lot performs as expected for this product. Tracking and trending were reviewed and did not identify any related trends. The device history records were reviewed and did not identify any non-conformances or deviations associated with the likely cause lot(s). Labeling was reviewed and adequately addresses the issue under review. No malfunction was identified as the results were generated with an expired reagent lot and are therefore invalid. Additionally, the test results provided in this complaint for the sample in question were inconclusive to determine the patient's hiv status. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site.

Event description:
The customer reported false non-reactive alinity I hiv ag/ab combo and provided the following data for 1 patient: (= 1.0 s/co is reactive) sid (B)(6) processed on (B)(6) 2024, abbott alinity I hiv ag/ab combo result = 0.09 repeated the next day (B)(6) 2024 result = 0.10 s/co colloidal gold = negative orienter and autobio chemiluminescence methods both positive additional information (B)(6) 2024 cdc result was negative there was no impact to patient management reported.